Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8586, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at an unknown dose) via an implantable infusion pump. It was reported the patient presented to the hcp office and reported symptoms of withdrawal. The pump was found to be completely empty despite being a few weeks away from the refill date. It was refilled with 40 ml on (B)(6) 2019, then on (B)(6) 2019 the patient returned with similar symptoms. The pump was accessed and the hcp was only able to get 5 mls out of the device. It was noted that the patient exhibited increased psychological issues over the past few months and the hcp suspected that she had attempted to remove the drug from her pump. The interrogation did not reveal any alarms or potential problems. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp decided to remove the pump and catheter. When the pump pocket was opened a significant amount of clear fluid was observed. The hcp was certain it was the drug and he believed that the patient likely removed the drug from her pump and accidently pushed it into the pocket or tried to put the drug back into the pump but missed. The hcp believed that the capsule that had formed around the pump prevented the drug from absorbing into the patient's body. It was noted that the hcp had possession of the pump and it would be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.